Manufacturer narrative:
Addition b7:-patient comorbidities: hypertension and current substance abuse.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses, and treatment of an iliac aneurysm treated with gore® excluder® iliac branch endoprostheses. Reportedly the patient had extreme tortuosity in his abdominal and iliac arteries. It was reported that computed tomography images dated october 23, 2019, revealed the gore® excluder® contralateral leg endoprosthesis (plc121200/20695184) migrated proximally (amount of migration is unknown) and pulled up into the aneurysm sac. The gore® excluder® contralateral leg endoprostheses (plc271000/18600079) which was used to bridge the trunk-ipsilateral leg endoprosthesis (rlt281218/20189804) and the aortic excluder iliac branch endoprosthesis (ceb231210a/20775751) had all lost seal in the iliac artery. The physician reintervened on october 30, 2019, and relined the two contralateral leg endoprostheses with an additional contralateral leg endoprosthesis, extended the iliac artery with implanting an additional device and implanted an aortic extender endoprosthesis. The patient tolerated the reintervention.